Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
On (B)(6) 2012 the patient was implanted with a tibia plate and ten screws. It is reported a fasciotomy was performed during the implant procedure. The patient developed an infection on unknown date. On (B)(6) 2012 the patient returned to the or for hardware removal. Irrigation and debridement were performed. All hardware was intact. This is 8 of 11 reports for this event.